Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they have change the reservoir and infusion set, yet issue has continued. During troubleshooting, customer was asked to perform a fixed prime of 5 units of insulin. Customer states the insulin did not exit. Next, customer was asked to manual prime of 5 units of insulin. Customer states the insulin did exit device and did not alarm. Advised customer the device is functioning properly. Customer's blood glucose level was 160 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).